Manufacturer narrative:
(B)(4) date sent: 6/14/2016 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the packaging criteria were met prior to the release of this lot.

Event description:
It was reported that prior to an unknown procedure during stock check, the lap-chole tray (sterile packed) was found to be unsterile with compromised integrity of outer plastic cover. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2016. The devices from the fnc42xl were returned for analysis. The primary package was not received for analysis. We were unable to evaluate the reported condition as the fnc42xl package was not returned for analysis. It could not be determine what may have cause the reported event. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.